Event description:
Bio med called to send unit in for service because it had advised a shock during use, but then failed to deliver the shock. The pt died.

Manufacturer narrative:
According to the biomed, the unit charged but did not deliver a shock. Technical support asked the customer for the rescue file, but the customer did not have a copy. When the unit arrived in depot repair they found that there was no rescue file stored on the unit; therefore, no rescue review could be done. Depot repair examined the unit but found no problems. The unit passed all tests and performed as designed.